Manufacturer narrative:
Date of event: event year is reported as 2020; however exact date of event is unknown. A product investigation was conducted: investigation flow: damage. Visual inspection: the cranial-scr plusdrive 1.6 self-drill l4 (p/n: 400.834, lot #: 3l19867) was returned and received. Upon visual inspection, the returned device was broken at the head/neck which supports the complainant¿s description of the complaint. The cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. See ¿product photos¿ in pi ¿notes and attachments¿ figures 1-8 for damage found to cross slots. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. The thread tips are worn/damaged. No other signs of damage were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Raw material testing: lot 3l19867 was checked for material type and no raw material issues were identified. Manufacturer's risk assessment: per process risk document, the worst-case harm is 3, and the probability of occurrence is 2 which is a risk level of accept. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition of broken was confirmed for the cranial-scr plusdrive 1.6 self-drill l4 (p/n: 400.834, lot #: 3l19867). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: may 14, 2019, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: 3l19867 (non-sterile), lot quantity: (B)(4). One piece was scraped in cell at op #80, m-line export pack/label, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label logs were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbr14.00, lot number: h845342, lot quantity: (B)(4) lbs. Certified test report received from (B)(6) company dated (B)(6) 2019 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2019 met all inspection acceptance criteria. Raw material receiving/put-away checklist met all inspection acceptance criteria. Device history review (B)(6) 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the dps fast tracking, it was discovered that there are hundreds of screws were broken off. There were no patient consequences reported. This report is for (1) ti low profile neuro screw self-drilling 4mm. This is report 2 of 3 for (B)(4). This complaint is captured from (B)(4).